Manufacturer narrative:
No sample has been returned for evaluation for the report of hypotony; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Not enough information is provided to adequately assess the complaint. While hypotony (low intraocular pressure {iop}) is mentioned, no information is provided regarding the actual iop, or the clinical significance of the hypotony. Likewise, no information is provided regarding intraoperative complications associated with device placement that may have increased the risk of iop-lowering, and no information is provided regarding concomitant postoperative medications or complications that may have contributed to the risk of iop-lowering. Possible root cause is that postoperative hypotony is an established risk associated with device use, which is clearly specified in the product labeling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with hypotony after having glaucoma stent implanted. Additional information was requested.